Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 535 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed their supplies and resumed insulin delivery prior to calling, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.